Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the occluder module spontaneously reset itself. The user reported the module turned green, orange, red and then reset itself again. The device was used for the procedure. The user reported, there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.